Event description:
Baxter healthcare corp. Rt 120 & wilson rd, round lake il 60073-0490. Add'l info: the report from the customer indicated that the separation of the sleeve stopper from the injection site occurred when an autoinjector was being used to inject contrast media through the injection site. The labeling for the injection site has the caution statement "do not apply excessive internal pressure." It is known the autoinjectors can exert pressures well in excess of 100 psi. This exessive pressure was the likely cause of the separation of the injection site.